Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the caller to load a new cartridge, which was done successfully, allowing the caller to resume insulin.